Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed an detailed investigation and was able to confirm the reported issue. Fluid ingress was identified to be the root cause of the reported issue. The technician replaced the touch screen and cleared the nvmem to resolve the problem. Subsequent testing did not find further issues. This is a known issue and a CAPA (B)(4) has already been implemented. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.